Event description:
Additional information was received for this case. It was reported that the patient expired due to a perforated bowel. The physician assessed that the perforated bowel was not related to the abdominal aortic aneurysm repair. Films were received and their evaluation was completed. The pre-implant films show that the aortic neck is mildly angulated, and approximately 25-26 mm in diameter at the lowest (right) renal. The 5 cm in diameter abdominal aortic aneurysm contains thrombus and calcification. The left common iliac artery is dilated to approximately 2.5cm. The left and right iliac arteries were confirmed as tortuous and calcified. Films at implant or post-implant were not provided.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (death, bowel ischemia).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel perforation), patient's condition affected effectiveness of device (anatomy related; very calcified and tortuous iliacs), incorrect technique/procedure (user related; not recapturing the spindle prior to delivery system removal). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; very calcified and tortuous iliacs), operational context contributed to event (user related; not recapturing the spindle prior to delivery system removal).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology described as very calcified and very tortuous. It was reported that there was moderate access difficulty when inserting the main body bifurcated stent graft, which was partially deployed to the gate level. It was reported that there was difficulty cannulating the gate and the physician decided to complete deploying the ipsilateral limb of the mainbody. The physician pulled the delivery system without recapturing the spindle into the sleeve of taper tip and the spindle got caught in the external iliac artery. In attempting to release the spindle, the physician tried to turn the backend wheel to capture the spindle but was not successful. Manipulation with external pressure was also unsuccessful. Eventually the physician pulled very hard and ruptured the iliac artery. A reliant balloon was then advanced up the iliac to stabilize the patient. An access was made through the arm and a guidewire was inserted to the external iliac on the contralateral side. The reliant balloon was transferred from the ipsilateral to the contralateral side and then extended with (B)(4) to cover the perforated iliac artery to stabilize the patient and seal the ruptured iliac. The (B)(4) and (B)(4) were then successfully deployed on the contralateral side. No additional clinical sequelae were reported and the patient is fine.